Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer's blood glucose level was 319mg/dl. The drive support cap is sticking out. Customer has already treated for high blood glucose with manual injection. Insulin pump will be returned for analysis.